Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were working. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 74 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube and minor scratches on the display window.